Manufacturer narrative:
The voalte nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console, calls can also be configured to route to secondary communication device locations (pbx operator, wireless phones, etc). The equipment receptacle is part of the nurse call audio station bed connector or its own receptacle both of which is a wall-mounted device that allows a call cord switch or a patient equipment monitor to be connected to the nurse call system. A call is placed automatically when the patient equipment device (a chair exit device, such as in this case) that is connected to the equipment jack generates an alarm. The relay of alerts generated by a room's nurse call equipment is carried out through the use of the room¿s designated room control board (rcb). In the event of a system technical disconnection, a system alert is generated and displayed on the device screen (grs-7, grs-10) in the form of a wrench icon as well as the identification of the component and type of issue at the system alerts screen. The device IFU instructs the user to notify the facility¿s nurse call system administrator in the event of a system alert. A system alert remains until the component is reconnected and reestablishes communication with the system. A review of the customer's nurse call alert enunciation/routing configuration for the associated room found the configuration to be correct. It is noted that baxter nurse call technical support remotely rebooted the associated room's rcb. It is also noted that during the investigation, the original chair exit device (chair pad) during the incident was removed. It cannot be confirmed if the event was due to a software error at the rcb or hardware failure at the chair pad. In this event, no injury occurred as a result of the reported fall. It cannot be determined if the failure of the call to enunciate/route appropriately was due to a failure of the third-party vendor chair exit device or a failure of the nurse call room control board, as it is noted that a reboot of the associated room's rcb was performed as well as replacement of the associated third-party chair exit device. If a bed exit call were to fail to annunciate and route appropriately due to a failure of the nurse call rcb device, it is likely to result in serious injury or death.

Event description:
It was reported that a chair exit device (third-party vendor) plugged into the nurse call equipment receptacle did not send a bed exit alert and the patient fell. It is noted that the patient was not injured from the reported fall. This report was filed in our complaint handling system as complaint (B)(4).